Manufacturer narrative:
The biomedical engineer reported that the spo2 reading will disappear every 10 minutes on the bedside monitor. He said that the nurses told him they swapped cables and probes the modules. Nihon kohden technical support (tech support) advised them to re-seat the modules and reboot the bedside monitor to see if that resolves the issue. The biomed said he would go do that. They also stated that there was no error message when this was happening. When qa followed up with the customer, they stated that the issue went away on its own and thinks it was user error. No patient harm was reported. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. The customer provided complaint details but did not provide additional patient or additional device information.

Event description:
The biomedical engineer reported that the spo2 reading will disappear every 10 minutes on the bedside monitor. He said that the nurses told him they swapped cables and probes the modules. Nihon kohden technical support (tech support) advised them to re-seat the modules and reboot the bedside monitor to see if that resolves the issue. The biomed said he would go do that. They also stated that there was no error message when this was happening. When qa followed up with the customer, they stated that the issue went away on its own and thinks it was user error. No patient harm was reported.